Manufacturer narrative:
Nerve problems are a wellknown complication during implant surgery in the posterior region of the mandible. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) year old male patient received one ankylos c/x a9,5/d3.5/l9,5 dental implant on (B)(6) 2020 in regio 29 (fdi # 45). The dentist reports that there was suspicion that the nerve was compressed. Therefore the implant was removed on (B)(6) 2020. After removal of the implant the patient has experienced a reduced feeling of numbness.

Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.